Manufacturer narrative:
The facility has not reported any problems with this device, and continues to use this device. One possible cause of the patient's fainting is the blood sampling before the mammography. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
When the pressure was released after a mammogram of the left breast, the patient fainted and the back of her head hit the door, causing a laceration. After confirming that there were no abnormalities in the skull using CT images, the laceration was sutured.normally, blood is taken after a mammogram, but in this case, the patient was anemic because the blood was taken first due to the waiting time, and the facility believes that this led to the incident.